Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is a crack on back of pump starting at bottom and going all the way up to battery cap and the ring on top of reservoir compartment is missing. The device will return.